Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. The device was not returned for evaluation. Based on the information received, the root cause could not be determined. Related reports: 3025141-2024-00050.

Event description:
Report 2 of 2. In the article " retrospective comparison of capitolunate arthrodesis using headless compression screws versus nitinol memory staples for slac and snac wrist: radiographic, functional, and patient-reported outcomes" by mcknight, r.r., et al, the purpose of the authors' study was to compare the clinical outcomes of capitolunate arthrodesis (cla) for scaphoid nonunion advanced collapse (snac) or scapholunate advanced collapse (slac) wrist treatment using either compression screws or nitinol staples. 47 patients with slac or snac deformities who had cla between (B)(6) 2009 and (B)(6) 2017 at the authors' institution were identified retrospectively. The surgical technique for cla with compression screws was performed using acutrak antegrade compression screws (acumed inc.,) or headless compression screws from another manufacturer. The following complications were reported: -2 patients had screw backing out into the radiocarpal and midcarpal joints. One of these patients had the screw removed and achieved union, the other patient had the screw exchanged for another one and went onto nonunion. It is unclear if this was from acutrak or the headless compression screws from the other manufacturer.